Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30023972m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and temperature issue occurred. It was reported that during the operation, the temperature could not be displayed. A second catheter was used to complete the operation. There was no patient consequence. The bwi failure analysis lab (fal) received the device for evaluation. On (B)(6) 2019, a scanning electron microscope (sem) analysis showed evidence of ¿mechanical damage, stress marks, scratches and a hole on the surface of the pebax.¿ the fal findings were reviewed and assessed as MDR reportable malfunctions. As such, the awareness date of the reportable malfunction is (B)(6) 2018

Manufacturer narrative:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and temperature issue occurred. The bwi failure analysis lab (fal) received the device for evaluation. On 9/18/2019, a scanning electron microscope (sem) analysis showed evidence of ¿mechanical damage, stress marks, scratches and a hole on the surface of the pebax.¿ the fal findings were reviewed and assessed as MDR reportable malfunctions. Device evaluation details: the device was inspected and reddish material inside the pebax. No metal exposed was observed. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed for the temperature issue and determined this failure does not represent any patient safety impact. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).